Event description:
See MDR 1036844-2012-00105 for the first event with the guide wire. It was reported that after the catheter was placed, the user attempted to withdraw the guide wire. It was at that point the guide wire began to unravel. As a result both the guide wire and catheter were removed from the patient as one, however, upon removal, the catheter was also found broken. It has been confirmed that the catheter was removed in its entirety. A delay was reported, however, there was no additional harm to the patient due to this delay. There were no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.